Event description:
Device 2 of 2: reference MFR. Report #1627487-2018-13528. It was reported that during the patients ipg replacement for a recharge free device the physician inadvertently cut the patients leads. The patient was sent to recovery where consent was given for the leads to be replaced. The patient was taken back into surgery where the leads were subsequently replaced. Surgical intervention addressed the issue.